Manufacturer narrative:
It was initially reported that the ceiling-mounted surgical lights were too low and that a nurse bumped his head on the lights. Through investigation it was discovered that the nurse, who was (B)(6), allegedly received a serious injury resulting from striking his head on the surgical light. This allegedly took place during a surgical procedure. There was no adverse consequence for the patient and the surgery had no complications as a result of the reported event. It was additionally reported that at the time of the event, the nurse did not lose consciousness. After a day or two after the event, the nurse was allegedly behaving differently and was recommended to have a cat scan. The results of the cat scan allegedly showed bleeding near the brain. The nurse was air-lifted to another hospital where surgery was performed. The nurse reportedly continues to be off of work while recovering from the surgery. Additional information and details regarding the event and the condition of the nurse were requested from the hospital, but the hospital declined to provide any additional information. Through investigation, it was discovered that when the ceiling-mounted lights were installed, the hospital provided incorrect measurements regarding the height of the ceiling which resulted in the lights hanging lower than desired. There was no malfunction of the lights, and the lights that were provided were to the correct specifications based on the measurements provided for the ceiling height.

Event description:
It was initially reported that the ceiling-mounted surgical lights were too low and that a nurse bumped his head on the lights.